Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician stated that the rv set screw did not function properly on the header of the implantable cardioverter defibrillator (ICD). The physician also stated the wrench did not create the expected ratchet sound and could not be effectively engaged to create movement of the set screw. All lead readings were within normal limits and the physician chose to retain the ICD. The device remains in use. No patient complications have been reported as a result of this event.